Manufacturer narrative:
Analysis: visual inspection of the returned product shows no signs of physical damage present. Findings from mechanical evaluation of the unit were negative when the product was tested for internal and external leaks. Noise levels obtained from the device are within specification and appear typical for the product. Destructive analysis noted some moisture ingress in the lower bearing only. Visual exam of the shaft component and seal saw no signs of excessive wear and surface inspection findings are deemed consistent with normal use. Review of the device history record shows the device met all manufacturing specifications for product released to distribution. Conclusion: no subsequent patient event. Findings from product analysis are inconclusive; device evaluated and alleged failure could not be duplicated. Returned product is within specification- medtronic cannot determine an exact cause for the reported event.

Event description:
Information received indicates the unit was noisy during the case. Patient hematuria was reported and a wobble-sound was heard from the product during use. The device was not changed-out and was used throughout bypass with no subsequent consequence reported for the patient.